Manufacturer narrative:
The investigation automated impella controller (aic) - controller failure (red alarm) and aic - system self-check error has been completed. The logs from confirm the complaint as evidenced by issuance of alarm controller error (loss of comm (cpld)) - alarm issued. Later when a pump is plugged into the console, there is an impella stopped. Controller failure (motor driver guard error or supply voltage of the motor driver is greater than 22.5 vdc) [detected by cpld] - alarm issued. When the console is rebooted, it is unable to successfully pass system check i.e. [16/01/24 11:13:48 post: first systemcheck failed ! ] due to numerous pmd communication errors. Devise analysis: the console was interrogated in the lab. The console passed system self-check initially, but failed after a second reboot. On the initial reboot, system self-check passed, but controller error (loss of communication to and cpld) was issued and cpld buzzer audio was observed. Voltage readings confirmed that the pbm was supplying voltage to the impellatronic board within specification. I.e. 20.14v from pbm into pmd impellatronic partition and 4.991v from pbm into 1st channel eep impellatronic board partition. All impellatronic leds were illuminated. After the failed second reboot, the impellatronic board was swapped with a known good one at the same software version and the issue got resolved. The root cause was then confirmed to be isolated to the impellatronics board. The root cause of the aic issue was due to a defective impellatronics board. D9 date device returned to manufacturer added. D2 common device name revised on manufacturer device report 1220648-2024-06475 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-06475 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted from manufacturer device report 1220648-2024-06475.

Event description:
The complainant reported that after the percutaneous coronary intervention (pci) procedure was completed the automated impella controller (aic) alarmed impella stopped and controller failure. The impella was removed from the patient and the aic then stated system self-check failed-change console immediately. There was no harm to the patient.

Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.